Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Manufacturer narrative:
Zoll medical corporation received the device and three sets of electrode pads for evaluation. Zoll medical corporation evaluated the device and the reported malfunction was not replicated or confirmed. The device was put through extensive testing without duplicating the malfunction. The device was recertified and returned to the customer. A review of the clinical data provided by the customer showed attach pads messages which indicates a communication issue between the electrodes and the patient. Visual examination of all three electrodes observed excessive hair adhered to the adhesive. Two sets of electrodes were electrically tested with no discrepancies found. One set of electrodes was found to have an apex wire that was separated from the pad, so electrical testing could not be conducted. On this set of electrodes, there is evidence of the wire being crimped which suggests force was applied to separate the wire from the crimp. All electrodes were verified to have been assembled properly. Based on our investigation we are able to conclude that the cause of the reported problem is due to improper skin preparation. Zoll recommends that patients are cleaned and clipped prior to applying electrode pads to assure good coupling of electrode to skin contact. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to treat a pt (age & gender unk) the device was unable to obtain an ECG signal. Complainant indicated that the clinician changed the associated electrode pads three times to no avail. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.